Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker and right atrial (ra) lead due to atrial event in refractory observed on the presenting egm. It was noted that a long av delay was programmed to 350 ms with ventricular pacing. Technical services (ts) discussed troubleshooting options and possible causes, and further evaluation in clinic was recommended. This ra lead remains in service. No adverse patient effects were reported.